Manufacturer narrative:
The reporter informed the company that the product has been discarded.

Event description:
Consumer called and stated that the bottom parts of the toothbrush heads keep coming out. No injury was reported.